Event description:
It was reported that the patient in clinic due to vibratory alert. Interrogation of the implantable cardioverter defibrillator (ICD) showed high defib impedance. No interventions were reported. The patient was stable.